Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed the fiber/glass cap is fractured at the uv glue zone. The glass cap distal part is detached and not returned. The heat shrink tubing open end wall exhibits minor scratch marks. The fiber was tested with hene laser fixture, aim beam is present at fiber tip break. There are no signs of breakage along the fiber. Based on device analysis, the potential for forward firing may exist. It is probable that cap wear was accelerated due to heat accumulation caused by anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. This would cause reduced vaporization efficiency. Cap wear acceleration lead to the possibility of glass cap fracture and cap detachment. An evaluation conclusion code of known inherent risk of the device was assigned to this investigation.

Event description:
It was reported that during a prostate procedure, the fiber broke after 103,957j and 19:97 minutes of use. The tip of the fiber was not cleaned during the procedure. The procedure was completed utilizing a second fiber with no patient complications.

Event description:
It was reported that during a prostate procedure, the fiber broke after 103,957j and 19:97 minutes of use. The tip of the fiber was not cleaned during the procedure. The procedure was completed utilizing a second fiber with no patient complications.